Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported issue. A replacement battery for this device has been ordered; however it has not arrived. Repair is pending. The device was not in use on a patient at the time of the reported issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.patient information has been requested.

Event description:
The customer reported the battery is defective. There was no patient harm.

Manufacturer narrative:
The manufacturer's field service engineer replaced the battery. The device successfully passed performance specification testing.